Event description:
Spontaneous inbound call from patient stating that the pump malfunctioned and was not able to load syringe in pump. Spring would not lock in place. Pharmacist advised will need to replace and patient will need a makeup dose because patient was not able to infuse. No adverse effects noted from missed dose. No other information known. Reported to (B)(6) by: patient/caregiver. Dates of use: (B)(6) 2020 to current.